Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident, which led to the procedural abortion. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion leading to a procedural abortion was reported during a left atrial appendage closure (laac) procedure, where a versacross rf wire and versacross transseptal sheath were used for the initial transseptal puncture of the procedure. After transseptal puncture was successfully completed, a pericardial effusion was noted and the laac procedure was aborted. The effusion was not observed to worsen. The patient was reported to be fully recovered. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident, which led to the procedural abortion. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with MDR report number 9710452-2022-00030.